Manufacturer narrative:
The complaint database was reviewed and analysis showed no trend for item/lot.

Event description:
Allegedly pt has metal on poly articulation on left hip. Cobalt level 17.6 and chrome level 7.7. Type 3 pseudotumor on mars MRI . Subsidence was noted. Pt has pain. Revision scheduled for (B)(6) 2013. Add'l info rec'd (B)(6) 2013: pt revised (B)(6) 2013. Stem, neck, head and liner revised.

Manufacturer narrative:
This investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01971, 01972, 01973.